Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through returned product evaluation. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. There is some discoloration on the knurled portion of the handle, the strike plate has witness marks/gouges and the prongs on the distal end of the inserter base are damaged. The black poly impactor tip has fractured in two pieces and all pieces were returned. Fracture surface artifacts of hackle marks and river lines suggest the overload mode of failure. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the impactor tip fractured during impaction to the glenosphere while following the correct surgical technique. Surgery was completed successfully as the device was not need again. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.